Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  that the patient wanted the device removed because it did not work and does not make a difference.  No further complications were reported/anticipated at this time.